Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported event was likely an accident, or a complication associated with a surgical procedure while using the subject device. There was no complaint reported on the subject device and no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report included information added to d8. Olympus will continue to monitor field performance for this device.

Event description:
Olympus reviewed the following literature titled "bronchial branch tracing navigation in ultrathin bronchoscopy-guided radial endobronchial ultrasound for peripheral pulmonary nodule." Literature summary: this study aimed to describe the performance of bronchial branch tracing (bbt) as the sole navigation method in navigating ultrathin bronchoscope radial endobronchial ultrasound (utb-rebus) procedures for patients with small peripheral pulmonary lesions (ppls) by assessing both the navigation success and the diagnostic yield. A total of 47 patients with a mean age of 61.6 (sd 9.53) years were involved in this study. The median procedure time from the initiation of anaesthesia to the conclusion of the procedure was 40.0 (iqr 30.0¿45.0) minutes. The navigation success using bbt navigation was 91.5%. The index diagnostic yield was 82.9%, and at 12 months of follow-up, the final diagnostic yield increased to 91.5%. The overall diagnostic yield for forceps biopsy was 84.6% and 94.1% for cryobiopsy, p>0.05. In concentric-oriented rebus lesions, both forceps and cryobiopsy achieved a 100% diagnostic yield. The direct bronchus sign was the only factor associated with a better final diagnostic yield (97.3% vs. 70.0%, p<0.01). Results: there was one case of pneumothorax in our cohort. Overall, bleeding complications occurred in 38.4% of cases, with the majority (27.7%) being grade 1. No severe bleeding or deaths were observed in our cohort. Type of adverse events/number of patients. Pneumothorax - 1 patient. Bleeding. Grade 0 - 29 patients. Grade 1 (bleeding is self-limiting and resolves with suctioning for less than 1 minute) - 13 patients. Grade 2 (bleeding requires suctioning for more than 1 minute, repeat wedging of the bronchoscope, or instillation of a hemostatic agent) - 2 patients. Grade 3 (bleeding necessitates balloon blockade for less than 20 minutes or premature termination of the procedure) - 3 patients.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).